Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "als is gradually loosening up after surgery of t2 alpha". It was also identified that a second screw had loosened and the nail had slightly moved.

Event description:
As reported: "als is gradually loosening up after surgery of t2 alpha". It was also identified that a second screw had loosened and the nail had slightly moved.

Manufacturer narrative:
The reported event could be confirmed based on the x-ray image[s] provided, only. A physical inspection was impossible since the item was not made available for inspection [implanted]. Provided x-ray images were forwarded to r&d for review ¿ his comments - excerpts: here are my thoughts about the tibia case: there are no obvious signs of healing, so probably not a lot of time between both images. The more proximal of both distal screws has moved medially about 5mm relative to the bone. The most distal screw seems to have moved a tiny bit as well, but less. The tip of the tibia nail seems to have moved laterally a couple of mm towards lateral in respect to the bone. Both als screws had full large diameter thread contact in the initial position¿known from a former case it could not be excluded that the loosened screw is linked to a damaged thread during implantation or a worn thread due to postoperative stress. However, based on details available a more specific statement could not be made and more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.